Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) from united states alleging that their onetouch verio test strips were not completely drawing in the blood sample. The patient did not allege any harm or injury because of the reported issue. During troubleshooting the customer care representative confirmed that the patient was using the correct testing process. The alleged issue was not resolved with troubleshooting. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject test strips did not completely draw in the blood sample. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.